Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced sweating, "diabetic moaning noise", and loss of consciousness and was unable to self-treat. Customer was seen at a hospital and treated with glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported being unable to receive glucose alarms. An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported that the sensor fell off and experienced signal loss. The device used is samsung, and no issues were identify with the librelink app itself. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced sweating, "diabetic moaning noise", and loss of consciousness and was unable to self-treat. Customer was seen at a hospital and treated with glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.